Event description:
Customer tried to replace the battery and seems to be damaged inside. The unit started sparking.

Manufacturer narrative:
"Confirmed report of failure. Battery replacement required. Found case inside thread is broken - case replacement required. Also, found out - when turning on the unit doesn't display anything on the monitor (white screen showing up) lcd failure replacement required."